Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate shocks from their implantable cardioverter defibrillator (ICD). It was noted that there were short v-v intervals that were faster than the supra ventricular tachycardia (svt)limit causing logic discrimination issues. The device is still in use. No further patient complications have been reported as a result of this event.